Event description:
New information received indicated that capture was confirmed in clinic and the event is not yet resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to a suspected loss of capture. The device remains implanted and further testing was recommended.